Event description:
Litigation papers received that allege the patient suffered from pain and discomfort.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/22/2014 - plaintiff's preliminary disclosure form was received, which identified clicking. On (B)(6) 2008, during surgery to release the iliopsoas tendon, cloud fluid and chronic inflammation. During the (B)(6) 2008 revision surgery, gray metal staining and metallosis coming from the stem. The cup remained in situ until (B)(6) 2008. The complaint and associated mdrs were updated. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The patient was revised because of loosening. ****update*** 8/16/2012 litigation papers received that allege the patient suffered from pain and discomfort. **update** 2/4/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.